Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after using the tampons she had pieces of pledget coming out of her vaginal cavity. She believed all of the tampon pieces were out and did not seek medical attention. She did not experience any adverse health effects.